Event description:
A company representative reported that the tips of two capri height expansion drivers deformed intra-operatively. The procedure was completed successfully with no delay and no adverse consequence to the patient. This report captures the first of two height expansion drivers.